Event description:
2 of 2 reports (same device, different failure dates). Other mfg report number: 3013886523-2022-00565. A facility reported a certas valve (ID 828804pl) was spontaneously changing setting. It was set to 4 and found to be at 3 on (B)(6) 2022. It was then reset to 4 and was confirmed to be at 4 on (B)(6) 2022, however on (B)(6) 2022, it was found to be at 3 again. It was noted that there was hygroma related to over drainage. The valve remains implanted. The valve was implanted on (B)(6) 2022.

Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.